Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample was received for evaluation. All samples were received outside of its original package. A visual and functional evaluation was performed, and it was noted that food was stuck inside the cross spike internal diameter. The piece was unclogged, and the product worked without a problem and as intended. No corrective action plan will apply since the reported condition was not confirmed and did not relate to a manufacturing issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the tubing leaked at the insertion site of the feeding bottle.